Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the jaws were able to be closed, but the firing was unable to be performed. The procedure was completed with another device. The device was removed from the tissue by additionally resecting the tissue.